Event description:
My husband had his sigmoid colon removed in 2012. He has had declining health in the years since 2012. Symptoms include tremors, balance issues, mild cognitive impairment, muscle and weight loss. Stomach pain caused him to go to the emergency room in (B)(6) of 2016. A CT scan was done and it was discovered that there were unknown "rings" in his abdomen. He was advised to see his physician. He had an appointment with the surgeon who performed the bowel surgery on (B)(6) 2017. During this appointment we were told that an alexis wound protector was left in his abdomen after the surgery. We scheduled a surgery appointment so the wound protector could be removed. His surgery was (B)(6) 2017. My concern is that the plastic wound protector, having been in my husband's body for almost 5 years, has some connection to his decline in health. I have read that there is a shelf life of 3 years on this device. Is there a known toxicity issue with this type of device. I do need some guidance to learn if there may be repercussions due to this event. The MFR of this device is applied medical. It is the alexis o wound protector. I believe the model is c8405 or c8406.